Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 1/21/2015 - medical records received. Dob provided. Patient revised to address discomfort, crepitation, co 16.5, cr 20.8 and a mass on an MRI. Upon revision, a large quantity of synovial fluid and adverse tissue reaction were noted. The information received does not change the MDR decision. This complaint was updated on: 02/05/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Litigation papers allege pain, physical injury, bodily impairment, and excessive metal ion levels. Update 17 oct 2014 - asr revision reported via sales rep. Asr xl; unknown side; reason(s) for revision : asr revision for pain. Added patient age and clinical ID number, surgeon and sales rep details, dor and updated cup and head and reported sleeve.